Manufacturer narrative:
Article citation: ghosh, t., duncavage, e., mehta-shah, n. Et. Al. A cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl). The american society for aesthetic plastic surgery. 2020; 1-42. The events of lymphoma alcl and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl, seroma late.

Event description:
Through the journal article "a cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl)," healthcare professional reported "immunohistochemistry demonstrated that these cells were strongly positive for cd30 expression, but lacked expression of cd3, alk" and "periprosthetic effusion;" the markers of cd30+ and alk- have been confirmed. The following reported events have been deemed not related to the device: "history of left breast ductal carcinoma in situ," "history of pancreatic adenocarcinoma 10 years ago treated with a whipple procedure," and "CT of the abdomen performed to evaluate epigastric pain." This record represents the left side. The device has been explanted. The manufacturer of the device is unknown.